Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - 4581 appropriate code/term not available ¿ palpitations and hyperventilation.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced symptoms of vomiting, hyperventilation, and heart palpitations. At that time, her continuous glucose monitor (cgm) indicated a glucose level of 165 mg/dl. A blood glucose finger stick (bgfs) was not available to verify the reading. The patient did not take any medications or apply treatment initially and proceeded to drive herself to the hospital without assistance. Upon arrival at the emergency room (ER), a bgfs was obtained showing 480 mg/dl, while the cgm was 164 mg/dl, showing a significant discrepancy between the two measurements. The patient was treated with intravenous (IV) fluids, insulin via insulin injection, and insulin IV, including both insulin injection and insulin administered through IV. During treatment, no additional cgm or bgfs values were documented. The length of stay was approximately one hour. The outcome was that the patient reported feeling better after receiving treatment, with stabilization of symptoms. No repeat bgfs reading was taken prior to discharge. At the report, the patient was in stable condition and was discharged home after improvement of symptoms. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.